Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer spilled on the pump. Subsequently, the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted (200-300 range mg/dl). The customer delivered a manual injection to address bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.